Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed which showed the system higher in a higher position that it would be optimal. Based on the x-rays electrode fracture is also suspected. Further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.